Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test at 4 pounds due to faulty force sensor resistor (gold). The pump had scratches on the display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was unknown at the time of incident. The customer stated that they were trying to change the infusion set and reservoir when the alarm came up. They tried a new reservoir but the alarm recurred. Manual prime was completed. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.